Event description:
The pt awoke on 8/30 feeling ill with vomiting and nausea. She tried to drink water or tea throughout the day, but continued to vomit. Two blood glucose tests swere performed on the pt's meter at 5/p with results of 2.9 and 3.6 mmol/l. She was privately transported to a clinic where a 6:30/p clinic meter (brand unk) reading of >32 mmol/l was obtained. The pt was then transported to the hosp where she was admitted for diabetic ketoacidosis. She was treated with "4 intravenous bags for dehydration" and a "white liquid" drug to "combat the acid flowing in the body." She was released on 9/1. The meter is not cleaned according to MFR's recommendations. The test strip holder is cleaned refgularly, however, the meter optics are not cleaned. The meter was in calibration on 9/4 reading 4.7 within a range of 4.3-5.8.